Event description:
It was reported that this pacemaker exhibited functional undersensing. There were three p waves for every two ventricular paces. The second p wave fell in post-ventricular atrial refractory period (pvarp) and the third was blanked, preventing tracking. Technical services (ts) was consulted and explained reducing pvarp or shortening av search could improve sensing. The device remains in service. No adverse patient effects were reported.